Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was dead, and it is unknown if the device depleted prematurely. The patient did not have therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective therapy was restored.